Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. The device had reached eri (elective replacement indicator) post-explant. A longevity calculation was performed, and the device was not within expected longevity performance. No high current drain sources were found throughout stress testing, device image evaluation, impedance testing, visual inspection, or temperature testing. The cause of the premature battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.